Manufacturer narrative:
Investigation summary- the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a tego® connector was found to have an occlusion during patient use. It was stated that it was forced to stop immediately after initiation of treatment due to high arterial pressures. The following day the clinician was unable to pull heparin from the central venous catheter (cvc) limb. The patient's hemoglobin (hgb) has dropped significantly. Blood loss was not life-threatening but clinically significant. There was medical intervention, they had to make some adjustments to his medications to offset this blood loss. No additional information is available at this time.